Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A specific cause for the reported infection could not conclusively be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date was approximated as (B)(6) 2017. It was reported that the patient was admitted in (B)(6) 2017. Reference MFR report # 2916596-2017-01435 for the report of the admission due to gastrointestinal bleeding. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during an admission for gastrointestinal bleeding in (B)(6) 2017, the patient was found to have recurrent driveline infection. The patient was discharged home on unspecified IV antibiotics. Reportedly, the infection had begun in 2014. During the course of the infection the only treatment provided was antibiotics.